Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a defective patient board set, dust found inside the equipment, a loose receptacle with bent pins, and occasional noise or flickering caused by the receptacle unit. A definitive root cause could not be identified. However, based on the results of the investigation, it was likely that the malfunction was primarily caused by the defective patient board set, which was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device processor did not accept the 180 endoscope. The issue occurred during service or maintenance (not in a clinical setting). There were no reports of patient involvement.